Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot j6107r a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon reamed the acetabulum to a 54 and attempted to implant a 54 shell. There was no bite on the shell at all so he proceeded to ream up to a 56 and implanted it. This added around 7-10 minutes to the case. He believed the reamer to component relationship was not right. I removed the wasted implant and reamer and had them washed. Surgery prolonged: 7-10 mins.